Event description:
It was reported that a request for technical services (ts) to review a consult report for this pacemaker. Upon review, ts found that the minute ventilation (mv) sensor has been disabled by the signal artifact monitor (sam) device diagnostic. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received, this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Analysis of device data was requested. Technical services discussed that this was a false positive explant indicator related to a software update and that all other device functions remain available. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, the patient has been receiving treatment for skin and breast cancer which are unrelated to the device. The patient reported not feeling well after the radiation treatment. Ts was consulted, discussed checking the patient with a programmer and provided possible effects of the interaction between radiation and implantable devices. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that a request for technical services (ts) to review a consult report for this pacemaker. Upon review, ts found that the minute ventilation (mv) sensor has been disabled by the signal artifact monitor (sam) device diagnostic. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that a request for technical services (ts) to review a consult report for this pacemaker. Upon review, ts found that the minute ventilation (mv) sensor has been disabled by the signal artifact monitor (sam) device diagnostic. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received, this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Analysis of device data was requested. Technical services discussed that this was a false positive explant indicator related to a software update and that all other device functions remain available. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that a request for technical services (ts) to review a consult report for this pacemaker. Upon review, ts found that the minute ventilation (mv) sensor has been disabled by the signal artifact monitor (sam) device diagnostic. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received, this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Analysis of device data was requested. Technical services discussed that this was a false positive explant indicator related to a software update and that all other device functions remain available. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, the patient has been receiving treatment for skin and breast cancer which are unrelated to the device. The patient reported not feeling well after the radiation treatment. Ts was consulted, discussed checking the patient with a programmer and provided possible effects of the interaction between radiation and implantable devices. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product a review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code cause traced to device design was selected.